Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no abnormalities except typical induced damage associated with surgery. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was part of a system extraction due to pocket erosion. This product was explanted. There were no additional adverse effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was part of a system extraction due to pocket erosion. This product was explanted. There were no additional adverse effects reported.